Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'constant/ false upstream occlusion alarm' which was reproduced as false upstream occlusion alarm. A review of the event history log identified multiple 'upstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant or false upstream occlusion. The reported event was discovered during testing in the biomed service. There was no patient involvement. No additional information is available.